Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach flu like symptoms. One day after the manifestations, the patient went to the hospital and was diagnosed with peritonitis; however, it was not specified if the patient was hospitalized. On the same day, the patient was sent home from the hospital and treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. The cause of the peritonitis was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.